Event description:
It was reported that on the day of surgery, a high impedance was observed at electrode 5 with an impedance measurement of 40,000. During the replacement attempt, the battery was reported to be fully discharged, so impedances could not be checked before replacement began. The physician attempted to remove and wipe the lead multiple times and ensured the lead was seated appropriately in the battery. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). The cause was not determined. Hcp removed and wiped leads multiple times, as well as removed and reinserted the leads multiple times to try to resolve the issues. The impedances did not resolve. They plan to program around high impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.